Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultramini meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. A few minutes after the start of the alleged issue, the patient claimed she felt symptoms of sweaty and dizzy. Treatment was not specified. There was no indication of misuse. The cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the returned meter failed testing. The capacitor c 20 was found to be defective. The test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.